Manufacturer narrative:
Exact date unknown. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(4); batch: 5142489.

Event description:
It was reported that the patient experienced insufficient stimulation to the area of need. The physician confirmed device migration with x-ray imaging, and assessed that this was likely due to general movement as the leads were place peripherally and not in the dorsal column. The patient underwent a revision procedure to move the leads and is doing well post-operatively.